Manufacturer narrative:
(B)(4). The cause of the particulate matter was determined to be the manufacturing process responsible for the assembly of the coil cap to the cover. This process creates plastic fragments that got into the housing of the device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). One unfilled unit was received for evaluation. Visual inspection of the unit confirmed the reported condition. A fragment of burgundy coiled cap shaving approximately 4 mm in size was found inside the housing. The cap shaving was not in the fluid path. A batch review will be performed. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between december 19, 2013 and december 20, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported observing a red particle inside of an infusor elastomeric device. This particulate was not in the fluid path but was inside the housing outside the balloon. This condition was observed outside of patient use. No additional information was available.